Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was 163 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.